Manufacturer narrative:
The device was received for evaluation. The reported event made reference to "the screw" which remained inserted in the patient's bone. This reference is likely referring to the anchor as a screw. The anchor was not present in the returned items. Upon receipt, one end of the suture was exposed/visible at the driver end of the device; this exposed end of the suture was frayed. The other two ends of the suture at the rear end of the handle were not frayed and were wrapped around the opposite end of the handle. The suture was unraveled from the handle; this revealed a second frayed end of the suture near the driver tip. This indicated the suture broke at that end of the device (i.e. The portion of the suture in/by the anchor snapped). The location of the suture breakage measured 0.6310 inches from the corner of the bend; this bend of the suture would have been at the very tip of the anchor. The reported event describes an in-field issue involving the anchor disassembling from the suture; it was not possible to replicate the exact field issue due to the aforementioned damage to the suture. It was also not possible to replicate the exact field issue as the anchor was not returned. It is unclear what may have led to the reported event. The suture portion of the returned instrument had snapped and had frayed ends near where the suture would have been threaded through the anchor; the suture at the handle-side was returned with no issue. With the suture wrapped around the handle it is unclear why the suture breakage at the tip-end may have occurred; it was also unclear if the damage occurred due to tensile loading, shearing/cutting force, or a combination of the two.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. Product return for evaluation is currently pending. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported during surgery, while screwing/placing the acu-sinch, the screw/anchor of the acu-sinch disassembled from the suture, leaving the screw/anchor inserted into the patient's bone. The screw/anchor was left in the patient (was not retrieved), and another acu-sinch was used to complete the surgery. This issue prolonged the surgery by 10 minutes. No other adverse patient consequences were reported. It was confirmed there were no issues with the other implants/devices used during the surgery.